Event description:
It was reported that post implant of the right ventricular (rv) lead and right atrial (ra) right atrial (ra) lead there was an indication of a pericardial effusion and tamponade. The patient is being monitored and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.